Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, the wire was stuck at the catheter tip after pulling it back into the right atrium from the left. Physician was unable to advance or withdraw the wire, it was stuck. Upon close examination, it seems there was a price of fiber/plastic was peeled off. The physician switched to a radiofrequency catheter and finished the cti line without issue. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon inspection of the returned farawave 2.0, it was noted that the device was returned with a stuck guidewire still inserted. Tissue and/or dried blood were found at the spline cage distal tip, which likely led to the guidewire getting stuck. It is believed that this was likely caused by the advancement or retraction of the guidewire engaging with some tissue and caused the guidewire to become stuck during use. The "unintended use error or contributed to event" conclusion code was selected for the allegation of "guidewire stuck."

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, the wire was stuck at the catheter tip after pulling it back into the right atrium from the left. Physician was unable to advance or withdraw the wire, it was stuck. Upon close examination, it seems there was a price of fiber/plastic was peeled off. The physician switched to a radiofrequency catheter and finished the cti line without issue. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.